Event description:
It does not seem to be releasing the medication when he uses it correctly, there is a very small amount of medicine that comes out, not like normal [product delivery mechanism issue] ,no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of events product delivery mechanism issue and no adverse event in a male patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 11-jun-2026, amneal pharmaceuticals received information from the patient¿s mother via a voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. The patient was being treated with albuterol sulfate inhalation (strength, frequency, dose and therapy dates not reported) via inhalation for unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that on an unknown date in (B)(6) 2026 (reported as last week), they got it filled last week, and it did not seem to be releasing the medication when the patient used it correctly. There was a very small amount of medicine that came out, not like normal. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of events product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case is considered as serious. The reportability of this case is expedited (malfunction report).

Manufacturer narrative:
This is default text configured for block h10.